Event description:
The customer reported that when the nurse went in to stop a fentanyl infusion, which had been running at 5mcg/hr, they discovered that the bag was unexpectedly nearly empty. The fentanyl was started at approximately 2027 and was stopped 3 times due to the patient's hypotension. Reportedly the max infusion rate was 25 mcg/hr, and a 25 mcg bolus was also given. The customer stated that the device ran for approximately 64 minutes total, and the volume delivered shown on the pump was 6ml. The patient was intubated at the time of the event. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The customer¿s report of a fentanyl over infusion could not be confirmed. The log review showed the suspect pump module was infusing from (B)(6) 2015 at 8:31 pm to (B)(6) 2015 at 1:25 am. The module was programmed to infuse fentanyl at a rate of 2.5ml/h, vtbi 200ml. During the time period noted five different infusion delays and three bolus doses were programmed. Two warning messages of ¿bolus dose is below guardrails limit of 25 mcg¿ were displayed during changes to the bolus, on (B)(6) 2015 at 11:48 pm and 11:49 pm .the total volume infused recorded in the logs was 5.995 ml. It could not be determined from the log review why the bag was empty. The root cause of the reported fentanyl over infusion was not determined from a review of the device event logs. No devices were returned for investigation.